Event description:
It was reported that the patient underwent a lapidus arthrodeses surgical procedure using a paragon 28 intermedullary nail on (B)(6) 2017. During a post-operative care follow-up in april, the nail was intact and the patient appeared to be in good health. On (B)(6) 2018, the initial reporter sent an x-ray showing a fracture of the metatarsal, stemming from the distal tip of the nail. The nail remained in place and was not revised. The hardware associated with the case were not returned for physical analysis. The DHR records of implants at the site of fracture were reviewed. All records indicate the implants were manufactured according to specification.